Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the eventno product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer continued to use the cartridge for insulin delivery and declined further troubleshooting. There was no reported impact to customer¿s blood glucose level.